Manufacturer narrative:
D9: 18-nov-2024. H3: one device was returned for analysis in used condition. Visual inspection found the device was in good condition. Review of event history log was able to confirm the customer¿s reported issues of 46828 and intermittent wireless communication. The fault code 46828 could not be reproduced during functional testing and the intermittent wireless communication error was reproduced once. The cause of the reported issues could not be determined as they were not replicated consistently. However, the main board was replaced as a precaution and the device passed all testing after the repair.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pump had fault code 46828 and intermittent wireless communication error after a new communication module was installed. There was no patient involvement.